Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator closed down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.